Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), arthropathy ("joint problems"), fatigue ("extreme fatigue"), menstruation irregular ("messed up period"), ovarian cyst ("ovarian cyst"), fibromyalgia ("fibromyalgia"), depression ("depression"), disturbance in sexual arousal ("low sex drive") and abdominal distension ("excessive bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased, endometriosis, arthropathy, fatigue, menstruation irregular, ovarian cyst, fibromyalgia, depression, disturbance in sexual arousal and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthropathy, depression, disturbance in sexual arousal, endometriosis, fatigue, fibromyalgia, menstruation irregular, ovarian cyst, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain,weight gain and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media added, events: "excessive bloating", "low sex drive", "depression", "weight gain", "fibromyalgia", "ovarian cyst", "messed up periods" and "extreme fatigue" added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), arthropathy ("joint problems"), fatigue ("extreme fatigue"), menstruation irregular ("messed up period"), ovarian cyst ("ovarian cyst"), fibromyalgia ("fibromyalgia"), depression ("depression"), loss of libido ("low sex drive") and abdominal distension ("excessive bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased, endometriosis, arthropathy, fatigue, menstruation irregular, ovarian cyst, fibromyalgia, depression, loss of libido and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthropathy, depression, endometriosis, fatigue, fibromyalgia, loss of libido, menstruation irregular, ovarian cyst, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain,weight gain and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query:: the event "disturbance in sexual arousal " specified as "loss of libido". Pt changed. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), arthropathy ("joint problems"), fatigue ("extreme fatigue"), menstruation irregular ("messed up period"), ovarian cyst ("ovarian cyst"), fibromyalgia ("fibromyalgia"), depression ("depression"), loss of libido ("low sex drive"), abdominal distension ("excessive bloating") and amnesia ("experience memory loss? Short or long: yes and its horrible") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased, endometriosis, arthropathy, fatigue, menstruation irregular, ovarian cyst, fibromyalgia, depression, loss of libido, abdominal distension and amnesia outcome was unknown. The reporter considered abdominal distension, amnesia, arthropathy, depression, endometriosis, fatigue, fibromyalgia, loss of libido, menstruation irregular, ovarian cyst, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), arthropathy ("joint problems"), fatigue ("extreme fatigue"), menstruation irregular ("messed up period"), ovarian cyst ("ovarian cyst"), fibromyalgia ("fibromyalgia"), depression ("depression"), loss of libido ("low sex drive"), abdominal distension ("excessive bloating") and amnesia ("experience memory loss? Short or long: yes and its horrible") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased, endometriosis, arthropathy, fatigue, menstruation irregular, ovarian cyst, fibromyalgia, depression, loss of libido, abdominal distension and amnesia outcome was unknown. The reporter considered abdominal distension, amnesia, arthropathy, depression, endometriosis, fatigue, fibromyalgia, loss of libido, menstruation irregular, ovarian cyst, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain,weight gain and endometriosis, amnesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added: experience memory loss? Short or long: yes and its horrible. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, weight increased and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain,weight gain and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: case was made incident. New events weight gain and endometriosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.